Manufacturer narrative:
The pump was not returned. A correlation between the device and the patient¿s reported intracerebral hemorrhage could not be determined. There were no vad related issues reported. The instructions for use lists stroke and bleeding as possible adverse events associated with the heartmate ii left ventricular assist system. A review of the device history records revealed that the pump met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient suffered an intracerebral hemorrhage and expired. There were no device issues reported.

Manufacturer narrative:
Weight: information was requested but not provided. Approximate age of device: 69 days. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.